Event description:
As reported, in a ev1000 platform, it was noticed that smoke was coming from the power adapter and power cord. Per further follow up, the customer could not provide information regarding when the event occurred (during the set up or during use in patient) or the exact date of occurrence ((B)(6) 2015). There was no information provided relating to question if the cable had been clean or wet when the unit was connected. There was no report regarding any consequence to a patient.

Manufacturer narrative:
Additional manufacturer narrative: smoke. Evaluation summary: the reported issue was confirmed. The ev1000 was evaluated and the power supply was replaced. Concluding functional checks as well as, electrical safety test, burn in simulation and databox test succeeded without any further faults. The device history records were reviewed and this device passed all manufacturing inspections with no non-conformances . Possible root cause: monitor was decontaminated at the hospital and the personnel did not wait until all fluid was dried. When they plug the power supply to the ac mains, the fluid caused a short circuit between the l/n/pe contacts. This short circuit likely caused the described smoke. It has been determined that the root cause of this issue was likely due to mishandling of the device by the end-user.